Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had contacted a nurse and was told to call medtronic to get his insulin pump checked. Customer's blood glucose level was 600 mg/dl. Customer treated with a manual injection. Customer had contacted his health care professional for his high blood glucose level. Customer stated that he has a back-up plan. Customer's blood glucose level did not go down after treating manually. Customer stated that the time and date are correct. Customer was advised to change the entire infusion set, reservoir, and insulin. Customer stated that he wanted to get his pump checked out since he had gotten up this morning with a blood glucose level over 600 mg/dl. No additional information provided.